Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an issue unrelated to the pump or diabetes. While hospitalized, customer experienced low blood glucose levels between 56-62 (mg/dl). Reportedly, the customer has a low sodium issue and believes this possibly contributed to their low bg levels. Customer was removed from pump therapy and diabetes will be manually controlled.